Manufacturer narrative:
E1: patient city - (B)(6). Patient country - united states.

Event description:
Reference number(B)(4). Event occurred in the united states. It was reported that the patient was taken to hospital on (B)(6) 2025. The blood glucose level was 400 mg/dl at the time of event and the patient was treated with fluids. Patient also experienced symptom like headache. No further information available.